Event description:
Rptr had neck surgery on 5/14/96 where a titanium plate was implanted. Rptr has other serious medical conditions which may have prompted their to fall several months after their neck surgery. About five months after the surgery, rptr started to experience severe neck pain. A follow-up visit to their doctor revealed that the plate had broken.